Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the defective 8mm maryland bipolar forceps instrument was removed from the surgical site and replaced with the similar instrument. No fragment of the instrument fell into the surgical site during the procedure. The surgery was slightly delayed due to the problem.

Event description:
Refer to h11 for follow-up information.